Event description:
IV pump noted air-in-line-error, which required the IV tubing to be removed from the IV pump to de-air the tubing. This led to the patient receiving more than the intended dose of medication, requiring an intervention other than monitoring.